Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-41, lot# va08ww8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was still trying to set up therapeutic effect. During the infection, the patient turned stimulation off due to not using the bathroom for a day. At the time of the call, the patient was on program three at 2.8 v. Increasing to 2.9 v was uncomfortable. The patient wanted to change programs. While on the call, the patient changed to program one at 3.4 v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that she was changing to program 4 to see if that would be more effective as they had no therapy benefit. The patient changed from program 3 at 3.6 to program 4 at 3.2 .the indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Event description:
It was reported the patient was still leaking and not making it to the bathroom. They had tried all four programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient never had therapeutic effect. She adjusted in (B)(6) and had been working with this program, so wanted to change to a different program. With assistance she ended on program 3 at 3.2 volts and would try this for some time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient wanted to change their program to get more therapeutic effect. The patient's therapy stopped working after a reprogramming session. While on the call, the patient changed programs and adjusted stimulation.

Event description:
It was reported that the patient never had therapeutic effect. There were 3-4 ¿bad accidents¿ where the patient lost control of her urine when standing up out of the car. The stimulation reportedly had not been helping the patient¿s symptoms since implant. The patient reportedly was ¿uncomfortable at times¿ with the stimulation set at 0.6. At the end of the call, the patient changed programs and would try new setting to see how it goes until her appointment with the health care provider. It was reported the patient experienced an infection nine days after implant. Three days later, the patient was admitted to the hospital for four days. The infection started at the lead implant site and went to the stimulator implant site. The implant sites were warm. The patient still had stitches. Six days later, the stimulator was turned back on. Stimulation was set higher, but the patient still had leakage. While on the call, the patient increased from 2.7 v to 2.9 v. One week later, the patient still experienced urgency. While on the call, the patient increased to 3.3 v and lost connection. The patient was able to connect again, after repositioning the antenna multiple times. Stimulation was confirmed on and lowered stimulation to 3.2 v, but was not felt. The patient increased to 3.3 v and felt comfortable stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.